Manufacturer narrative:
It was established that the adult male patient had passed away on (B)(6) 2016, and the clinical staff had observed a non-invasive blood pressure value (nbp) on the intellivue mp5 spotcheck monitor immediately after the patient's death. Further details regarding the time of the incident and the bed number were not available. The patient did not have a pacemaker and was not on an active mattress or on mechanical ventilation when the nbp was measured. The nbp algorithm was on the "standard" setting. A philips field service engineer (fse) went to the customer site and extensively tested the monitor. The device was found to be fully functional and operating as specified and expected. As per the customer's biomedical department, the intellivue mp5sc spotcheck monitor was not involved in the death. The customer stated that it worked as expected and that there were no complaints with regard to the vital readings and alarms. The customer just wanted to know why a nbp reading was displayed when the ECG showed an asystole and there was no spo2 wave form and no pulse reading. The customer also tried using a mrx defibrillator which was unable to detect any non-invasive blood pressure. Philips performed further investigation and determined that the algorithm of the intellivue mp5sc patient monitor is different than the mrx defibrillator for nbp. As a patient monitor, the mp5sc is more sensitive than the mrx, leading to even minor oscillations being picked up by the nbp measurement and being used for calculations. Due to this sensitivity, the patient monitor should not be used to measure non-invasive blood pressure for patients with a heart rate of < 40 bpm, as this may lead to inaccurate nbp values. The instructions for use (IFU) identifies nbp measurement limitations noting that nbp readings can be affected by the position of the patient, their physiological condition, the measurement site, and physical exercise. Measurements are impossible with heart rate extremes of less than 40 bpm or greater than 300 bpm, or if the patient is on a heart-lung machine. A physician must determine the clinical significance of the nbp information. During the investigation, it was established that there was no product malfunction, but a customer request for an explanation why a nbp value was displayed after the patient's death. The device remains at the customer site.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested.

Event description:
The customer reported that "there is a nbp reading on the mp5sc monitor despite the patient having passed away."